Event description:
Procedure: lobectomy. According to the reporter: staples would not form properly. Tissue was resected to re-fire with a new device. The sales representative noted that the anvil bent during firing.

Manufacturer narrative:
Initial report sent to FDA on 08/06/008.